Event description:
A physician reported two of three patient's developed a grad three postoperative anterior chamber (ac) reaction with pupillary membrane formation one day following intraocular lens implant surgery. Visible improvement was seen on the second postoperative day following initiation of steroid and antibiotic therapy. 1119421-2007-00127 -- patient #1, 1119421-2007-00128 -- patient #2. Additional info has been requested.